Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station cwcl fingerprint scanner was having issues. Customer stated that all the users were unable to login. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system fingerprint scanner was having issues. A field service engineer found that the biometric identifier was not initializing on reboot or in the application. Installed the medication-lumidigm update package 1.3 release for the station to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.